Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an over temperature alarm. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
On further review of the file it has been determined that the reported event does not meet the criteria of a reportable event as it would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard all reports associated with 3012307300-2025-00194.